Event description:
It was reported that the lead could not be inserted into rhe coronary sinus. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.